Event description:
Reporter stated the infusion device does not deliver the correct amount of insulin, and the customer has experienced hyperglycemia as a result. His blood glucose was 398-428 mg/dl on the morning of the report, and he delivered 6.0 units of insulin via pen. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.